Event description:
It was reported that the insulin gauge was inaccurate due to customer over filling cartridge. Customer declined to load a new cartridge and will continue to use current cartridge. Customer¿s blood glucose level was 175 mg/dl.

Manufacturer narrative:
Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.